Manufacturer narrative:
Complained product will not be not available.

Event description:
Head already comes off when I am brushing / soft plastic that holds head in place...comes apart - oral-b [device breakage] case narrative: consumer via chat reported that their oral-b toothbrush head came off from their oral-b io9 toothbrush when brushing and the soft plastic that held the oral-b toothbrush head in place came apart when brushing. No injury was reported. (B)(6)2024 via case update: the suspect product was discarded. No injury was reported.